Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was visible on the pyxis server but not appearing on the station and not found in the facility search, preventing access from the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to login. A technical support specialist (tss) verified patient details in patient encounter system (pes), including admission date and correct device configuration, and identified that the admission inactivity setting was lower than the patient's last transaction date. Guidance was provided to increase the inactivity limit temporarily to restore patient visibility. After following the recommended steps, the issue was resolved. The system functioned as intended after the technical support specialist guided the user to resolve the issue.